Event description:
Report received of a filter leak. It was reported that a patient with short bowel syndrome was receiving home infusions of tpn via broviac catheter. It is unknown how long the infusion has been running, but at some point after the infusion began, the patient's family member noted that the patient's crib was wet and that the fluid was leaking through the filter. There was no reported bleed back or pump alarms. The tubing set was changed and the infusion resumed with no further problems. There was no reported need to have blood levels obtained, and it was reported that routine labwork done after the incident showed normal glucose levels. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.